Event description:
A hospital reported to our distributor that an rt040 mask came apart while being used on a patient. No patient consequence was reported.

Manufacturer narrative:
The complaint device has not yet been returned for evaluation. An investigation was conducted based on the event description and previous experience on similar complaints. Results: the seal is held on the mask base by friction between the silicone seal and the retaining slot. Several undercut bump features provide some mechanical locking. However, the seal can be pulled out under a force of approximately 10-15n. This 'mechanical locking' has been deemed to be insufficient as complaints have been reported due to the seal (cushion) coming off during use or during transit. The manufacturing process has been updated and a new gluing process has been added to provide better seal retention. New process has come into effect from 2008. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0531% worldwide for the past year.